Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. A manual capacitor reformation was completed and resulted in a charge time of 9.7 seconds. A review of the device memory log showed one high voltage charge time was recorded which was greater than 11 seconds. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded this device operated as designed.

Event description:
It was reported that prior to the implant of this device the time for the capacitors to charge was 15.4 seconds. This device was thus not implanted and will be returned. No adverse patient effects were reported.